Manufacturer narrative:
Pump unable to download to the carelink software due to a47 alarms in alarm history screen. A47 alarms due to corrupted history file. Pump monitored in 50c oven for several days and no a17 alarm noted. Pump passed the a21 error test. No a21 alarm noted. No cosmetic damage noted.

Event description:
It was reported that customer was not able to download carelink in order to view alarms. After troubleshooting, customer was still not able to upload. Customer was advised that insulin pump would need to be replaced. No further information provided.